Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five trocars. The visual inspection of the returned products noted: the trocar balloons, obturators, locking collars, valves seals and doors all appeared intact for all five devices. Only 2 inflation syringes were received. Pmv performed functional testing: all five trocar balloons were inflated; no leaks detected. All other components functioned properly.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter; during a laparoscopic hiatal hernia procedure, the balloon did not inflate. There was no injury or consequence to the patient. No further details about the patient could be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.